Event description:
It was reported that the t:slim x2 pump battery would not charge, accompanied by a power source alert. The situation resolved without resulting in a pump shutdown or interruption of functionality. The customer resolved the issue by changing the wall outlet, and the pump began charging again, requiring no further assistance. There was no reported impact to the customer¿s blood glucose level.